Manufacturer narrative:
During treatment of an acom aneurysm measuring 4*5mm with a neck width of 4mm, the coil embolization procedure the surgeon noted the cash 14 cere 3mmx4.0cm coil (crc14030430/ c11714) stretched when flushed. They changed to a new one to complete the procedure, and it deployed successfully. The second cash 14 cere 4mmx8.0cm coil (crc14040830/ c17471) coil stretched in (mc) microcatheter during positioning and this was changed to a new one to complete the procedure. There was no report on patient injury. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no additional torque or manipulation, getting the coil to stick to the coil mass, or trying to remove from the microcatheter and bumping into the distal end of the microcatheter. During placement, the coils were not left in the aneurysm, while the microcatheter was repositioned. The same microcatheter was used with the next devices, and the unknown microcatheter was not re-shaped. Other than the stretching of the coils, no other damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coils remained attached to the delivery systems. Product file no. (B)(4) the unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the introducer sheath, it was found that the proximal end of the coil was retracted outside the introducer sheath. No stretching damage was found. The coil had to be retracted outside the sheath as it could not be advanced. The stretch resistance cerecyte suture and ball tip were severed and not returned. A section of slight compression to the coil was found. The coil retained its secondary coiling undamaged. The ball tip and suture were severed and not returned. No manufacturing defects were found. The evidence highly suggests that the coil was stretched and anchored in order for the suture to be severed at the proximal end and for the ball tip to also be removed off the coil along with the suture. The exact contributing factor to the coil stretching during flushing and the suture with the ball tip being severed cannot be determined as all coils are inspected one hundred percent prior to final packaging. In addition, without the return of the stretch resistant cerecyte suture with the ball tip and the unidentified microcatheter along with the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was returned for analysis, and additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4)

Event description:
During treatment of an acom aneurysm measuring 4*5mm with a neck width of 4mm, the coil embolization procedure the surgeon noted the cash 14 cere 3mmx4.0cm coil (crc14030430/ c11714) stretched when flushed. They changed to a new one to complete the procedure, and it deployed successfully. The second cash 14 cere 4mmx8.0cm coil (crc14040830/ c17471) coil stretched in (mc) microcatheter during positioning and this was changed to a new one to complete the procedure. There was no report on patient injury. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no additional torque or manipulation, getting the coil to stick to the coil mass, or trying to remove from the microcatheter and bumping into the distal end of the microcatheter. During placement, the coils were not left in the aneurysm, while the microcatheter was repositioned. The same microcatheter was used with the next devices, and the unknown microcatheter was not re-shaped. Other than the stretching of the coils, no other damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coils remained attached to the delivery systems.